Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump was emitting multiple call service alarms and was alarming more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump¿s black box history showed multiple call service alarms were recorded on 01/02/2014. The pump was not able to perform the rewind, load, and prime steps due to a persistent call service alarm. The pump was not able to perform a 24 hour duration test due to the persistent call service alarm issue. The pump was opened and the flex connection connecting the printed circuit board to the motor drive circuit was found to be torn causing the components to not receive a signal.